Event description:
It was reported that post-paced t wave oversensing after ventricular pacing was observed on the right ventricular (rv) lead. No intervention was made at this time. The patient was in stable condition throughout the device check.

Event description:
New information indicated that programming changes were made. No further oversensing has been seen to date. The patient was stable before, during, and after programming.